Manufacturer narrative:
Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
A maquet field service technician investigated the unit and replaced the compressor with new non-inventory part and replaced the condenser fan motor. After compressor replacement the calibration of the ice block was not possible therefore the ice sensor was also replaced. The technician replaced the main and cardio transducers which were damaged by shipping the unit in subzero temperatures. The line cord was cut and the same was replaced with new non-inventory parts. After further investigation the rear panel female cardio hose connector was found leaking and was also replaced. Preventive maintenance, functional test and safety check as per the service manual were performed. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that the unit would not make ice during a routine check. No patient was involved. (B)(4).